Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Reportedly, customer contacted their healthcare provider to obtain backup insulin therapy.